Event description:
Customer called on (B)(6) 2011 reporting of high complete blood count results (white blood cell wbc, red blood cell rbc, hemoglobin hgb, hematocrit hct and platelet plt) on the initial run when compared to the rerun results which were generated on their coulter ac t diff 2 analyzer. Customer stated that erroneous results were not reported out of the lab. Customer provided instrument printouts for two different patient samples and each was run on different days which showed high wbc, rbc, hgb, hct, and plt results when compared to the rerun results. This report is for the results which were generated for the first patient on (B)(6) 2011. Please see medwatch #1061932-2012-00091 for the report on the results generated for the second patient on (B)(6) 2011. Customer stated that there was no death, injury or change to patient treatment which was attributed to this event. Field service engineer (fse) was dispatched but was unable to duplicate the reported issue. As a precautionary measure, the fse replaced the vic (vacuum isolation chamber), rbc bath filters and the mixing bubble check valves.